Event description:
The top lead, (B) (4), of my husband's, (B) (6), medtronic enrhytm pacemaker (B) (4) installed (B) (6) 2006, stopped functioning. Is there a recall or advisory issued on this medical device? On (B) (6) 2010, (B) (6) blacked out and fell. Then fell again later the same day. His pacemaker was checked during an emergency room visit (B) (6) 2010 and we were told the pacemaker was operating correctly. His condition worsened and he was taken to emergency again on (B) (6) 2010 and admitted to the hospital. During this hospitalization of (B) (6) - (B) (6) 2010 we were informed the top lead was not working and that it was giving false readings. The medical treatment given was to turn off the top lead and adjust the bottom lead. (B) (6) was rehospitalized on (B) (6) 2010 and is currently on the hospital with low blood pressure and other issues. His cardiologist states the pacemaker/leads do not need to be replaced. (B) (6) and I believe the pacemaker contributed to his falls on (B) (6) 2010. He has had several falls since (B) (6) 2010, resulting in several fractures of the left area of the back. Have there been any reports of issues with the above devices? Dates of use: (B) (6) 2006 -- (B) (6) 2010. Diagnosis or reason for use: top fast heart rate / bottom slow heart rate.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl) and 164 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.